Event description:
Patient reports that although the aligner treatment was started having tmj (temporomandibular joint) problems, now at 15th pack and things have gotten worse since there's inability to open mouth all the way, diminished bite strength, and jaw spasms are being experienced. The dentist informed the patient the jaw would be more relaxed by straightening the teeth. The aligners rub the top right molars and aren't comfortable. The gums are irritated/swollen on the right side. The back left molars touch before any other teeth and strain/misalignment is placed on the right jaw.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.